Event description:
It was reported to philips that the large monitor was not displaying anything. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned vascular procedure. The procedure was completed as planned. It was reported to philips that large monitor was not displaying anything. Review of the log file shows large monitor was not displaying anything malfunction. Upon troubleshooting, the philips field service engineer (fse)went onsite, checked the database and found that flexvision lcd blank out. Fse monitored system and found the lcd self-reboot and video lost during the reboot. To resolve the issue, fse replaced the monitored system. The defective parts were returned for analysis, for flex vision lcd, malfunction was observed, and the failure code was image issue and fw corrupted. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.